Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave emitted "double beep" sound. No adverse effects reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence but high-pressure alarm messages after pump started. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The pump was found to be double beeping during the investigation. Further investigation found liquids on the pump by the chassis base. According to the investigation defective sensor caused the reported problem. Investigation recommended the pump downstream sensor to be replaced. The problem source of the reported problem is unknown.